Manufacturer narrative:
D4(catalog#, UDI# should be blank). A separate report was documented under medwatch report #2249723-2021-00048 for an unrelated malfunction discovered during repair of this unit. The nrc evaluated the faulty scroll compressor. The nrc installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications. The compressor was tested with a 40cc balloon, a cardiosave trainer set at normal sinus rhythm,130 bpm,and two depleted batteries. Run time for the compressor was a total of 96 hours. Within that total run time of 96 hours, an error code of over temperature was never observed. The nrc could not verify the failure of over temperature. The compressor passed testing. The nrc will retain the part. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2020 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an "overheat" alarm. It was also reported that the customer swapped the iabp unit with another unit to continue treatment. Further, it was reported that approximately two hours later, the unit was powered on again and displayed the "overheat" alarm. Moreover, it was reported that a report was submitted to safety management. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The suspected faulty scroll compressor was returned to getinge¿s national repair center (nrc) for evaluation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an "overheat" alarm. It was also reported that the customer swapped the iabp unit with another unit to continue treatment. Further, it was reported that approximately two hours later, the unit was powered on again and displayed the "overheat" alarm. Moreover, it was reported that a report was submitted to safety management. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed an "overheat" alarm. It was also reported that the customer swapped the iabp unit with another unit to continue treatment. Further, it was reported that approximately two hours later, the unit was powered on again and displayed the "overheat" alarm. Moreover, it was reported that a report was submitted to safety management. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, component codes, health effect impact codes, investigation conclusions), h10. A getinge sales representative arrived at the customer's site and verified the reported issue. It was discovered that although the temperature of the compressor part was cold, the unit showed 93 degrees celsius. The iabp unit was removed from the customer's site an brought to getinge japan's offices where it was evaluated by a getinge field service engineer (fse). The fse replaced the temperature sensor probe and the issue was observed to be resolved. As a precautionary measure, the fse also replaced the scroll compressor. Subsequently, the fse performed all functional and safety checks to meet factory specifications. Due to hospital visiting restrictions, two online meeting were held with the facilities medical engineers and physicians who were informed of the repairs of the unit. They accepted the repairs and the iabp unit was then cleared for clinical use and returned to the customer.